Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Customer states that upon completing a rf ablation, physician noticed the heating element of the catheter appeared to have melted a little. Investigation of the returned closurefast on (B)(6) 2014 found the (flourinated ethylene propylene) fep coating flared out from the coil with the remaining fep compressed and twisted approximately 4cm from the distal tip.